Event description:
It was reported that this device was part of a system revision due to an infection. As of this time, the device remains in service. No additional adverse patient effects were reported.